Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and heavy menstrual bleeding /prolonged menstrual bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("miscarriage") in a 37-year-old female patient (gravida 5, para 3) who had essure (batch no. A34124/a34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014 and device monitoring procedure not performed "she had not performed essure confirmation test". The patient's past medical history included birth control (condoms), cesarean section, incomplete bladder emptying, malaise and lower abdominal tenderness. Concurrent conditions included multi gravida, parity 3, hematuria, back injury and endometriosis. Concomitant products included diazepam (valium) for back pain, fesoterodine for bladder infection as well as nuvaring from (B)(6) 2013 and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), weight increased ("weight gain/loss: weight gain") and vomiting ("other injury or complication: vomiting,"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and rash ("rashes or skin conditions"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection") and urticaria ("hives"). On (B)(6) 2014, 1 year 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("migraine headaches/migraines/headaches"), fatigue ("fatigue"), anger ("hormonal changes: anger,"), irritability ("irritable"), frustration tolerance decreased ("frustrated;"), seroma ("postoperative seroma drainage"), cystitis ("bladder infection"), hair growth abnormal ("hair growth"), headache ("headache"), neck pain ("neck pain") and adnexa uteri pain ("ovary pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (pain relief) and surgery (bilateral cutterage of fallopian tubes, essure devices removed, and bilateral tubes were reattached). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine and procedural pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, anger, irritability, frustration tolerance decreased, urinary tract infection, rash, urticaria, seroma, headache, neck pain and adnexa uteri pain outcome was unknown and the pelvic pain, weight increased, vomiting, cystitis and hair growth abnormal had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, alopecia, anger, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, frustration tolerance decreased, hair growth abnormal, headache, irritability, menorrhagia, migraine, neck pain, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, seroma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in social media : adnexa uteri pain , neck pain" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Event per pfs: miscarriage was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and heavy menstrual bleeding /prolonged menstrual bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("miscarriage") in a 37-year-old female patient (gravida 5, para 3) who had essure (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014 and device monitoring procedure not performed "she had not performed essure confirmation test". The patient's past medical history included birth control (condoms), cesarean section, incomplete bladder emptying, malaise and lower abdominal tenderness. Concurrent conditions included multi gravida, parity 3, hematuria, back injury and endometriosis. Concomitant products included diazepam (valium) for back pain, fesoterodine for bladder infection as well as nuvaring from (B)(6) 2013 to (B)(6) 2013 and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), weight increased ("weight gain/loss: weight gain") and vomiting ("other injury or complication: vomiting,"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In january 2014, the patient experienced pelvic pain ("pain") and rash ("rashes or skin conditions"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection") and urticaria ("hives"). On (B)(6) 2014, 1 year 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("migraine headaches/migraines/headaches"), fatigue ("fatigue"), anger ("hormonal changes: anger,"), irritability ("irritable"), frustration tolerance decreased ("frustrated;"), seroma ("postoperative seroma drainage"), cystitis ("bladder infection"), hair growth abnormal ("hair growth"), headache ("headache"), neck pain ("neck pain") and adnexa uteri pain ("ovary pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with paracetamol (pain relief) and surgery (bilateral cutterage of fallopian tubes, essure devices removed, and bilateral tubes were reattached). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine and procedural pain was resolving, the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, anger, irritability, frustration tolerance decreased, urinary tract infection, rash, urticaria, seroma, headache, neck pain and adnexa uteri pain outcome was unknown and the pelvic pain, weight increased, vomiting, cystitis and hair growth abnormal had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, alopecia, anger, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, frustration tolerance decreased, hair growth abnormal, headache, irritability, menorrhagia, migraine, neck pain, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, seroma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in social media : adnexa uteri pain , neck pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and heavy menstrual bleeding /prolonged menstrual bleeding") and pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") in a 37-year-old female patient who had essure (batch no. A34124/a34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014 and device monitoring procedure not performed "she had not performed essure confirmation test". The patient's past medical history included birth control (condoms), cesarean section, incomplete bladder emptying, malaise and lower abdominal tenderness. Concurrent conditions included multi gravida, parity 3, hematuria, back injury and endometriosis. Concomitant products included diazepam (valium) for back pain, fesoterodine for bladder infection as well as nuvaring from (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), weight increased ("weight gain/loss: weight gain") and vomiting ("other injury or complication: vomiting,"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and rash ("rashes or skin conditions"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection") and urticaria ("hives"). On (B)(6) 2014, 1 year 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("migraine headaches/migraines/headaches"), fatigue ("fatigue"), anger ("hormonal changes: anger,"), irritability ("irritable"), frustration tolerance decreased ("frustrated;"), seroma ("postoperative seroma drainage"), cystitis ("bladder infection"), hair growth abnormal ("hair growth"), headache ("headache"), neck pain ("neck pain") and adnexa uteri pain ("ovary pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral cutterage of fallopian tubes, essure devices removed, and bilateral tubes were reattached). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine and procedural pain was resolving, the pregnancy with contraceptive device, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, anger, irritability, frustration tolerance decreased, urinary tract infection, rash, urticaria, seroma, headache, neck pain and adnexa uteri pain outcome was unknown and the pelvic pain, weight increased, vomiting, cystitis and hair growth abnormal had resolved. The pregnancy outcome was not reported. The reporter considered adnexa uteri pain, alopecia, anger, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, frustration tolerance decreased, hair growth abnormal, headache, irritability, menorrhagia, migraine, neck pain, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, seroma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in social media : adnexa uteri pain , neck pain" . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "ovary pain, neck pain", reporter added from social media report. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abnormal and heavy menstrual bleeding /prolonged menstrual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (bilateral cutterage of fallopian tubes, essure devices removed, and bilateral tubes were reattached ). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine and procedural pain was resolving. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, migraine and procedural pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal and heavy menstrual bleeding /prolonged menstrual bleeding') and abortion spontaneous ('miscarriage') in a 37-year-old female patient who had essure (batch no. A34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014 and device monitoring procedure not performed "she had not performed essure confirmation test". The patient's medical history included birth control (condoms), cesarean section, incomplete bladder emptying, malaise and lower abdominal tenderness. Concurrent conditions included multi gravida, parity 3, hematuria, back injury and endometriosis. Concomitant products included diazepam (valium) for back pain, fesoterodine for bladder infection as well as ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2013 and hydrocodone bitartrate;paracetamol (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),") and vomiting ("other injury or complication: vomiting,") and was found to have weight increased ("weight gain/loss: weight gain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and rash ("rashes or skin conditions"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection") and urticaria ("hives"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"), 1 year 8 months after insertion of essure. On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain / horrible cramps"), migraine ("migraine headaches/migraines/headaches"), fatigue ("fatigue"), anger ("hormonal changes: anger,"), irritability ("irritable"), frustration tolerance decreased ("frustrated;"), seroma ("postoperative seroma drainage"), cystitis ("bladder infection"), hair growth abnormal ("hair growth"), headache ("headache"), neck pain ("neck pain"), adnexa uteri pain ("ovary pain") and incontinence ("incontinence issue"). The patient was treated with paracetamol (pain relief) and surgery (bilateral cutterage of fallopian tubes, essure devices removed, and bilateral tubes were reattached). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, migraine and procedural pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, anger, irritability, frustration tolerance decreased, urinary tract infection, rash, urticaria, seroma, headache, neck pain, adnexa uteri pain and incontinence outcome was unknown and the pelvic pain, weight increased, vomiting, cystitis and hair growth abnormal had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, alopecia, anger, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, frustration tolerance decreased, hair growth abnormal, headache, incontinence, irritability, menorrhagia, migraine, neck pain, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, seroma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in social media : adnexa uteri pain , neck pain" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event incontinence issues added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal and heavy menstrual bleeding /prolonged menstrual bleeding") in a 37-year-old female patient who had essure (batch no. A34124/a34124) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2014 and device monitoring procedure not performed "she had not performed essure confirmation test". The patient's past medical history included birth control (condoms), cesarean section, incomplete bladder emptying, malaise and lower abdominal tenderness. Concurrent conditions included multi gravida, parity 3, hematuria, back injury and endometriosis. Concomitant products included diazepam (valium) for back pain, fesoterodine for bladder infection as well as nuvaring from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), weight increased ("weight gain/loss: weight gain") and vomiting ("other injury or complication: vomiting,"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and alopecia ("hair loss,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and rash ("rashes or skin conditions"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection ("urinary tract infection") and urticaria ("hives"). On (B)(6) 2014, 1 year 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"). On (B)(6) 2015, the patient experienced the first episode of procedural pain ("painful post-operative recovery") and the second episode of procedural pain ("pain from the operative site"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), migraine ("migraine headaches/migraines/headaches"), fatigue ("fatigue"), anger ("hormonal changes: anger,"), irritability ("irritable"), frustration tolerance decreased ("frustrated;"), seroma ("postoperative seroma drainage"), cystitis ("bladder infection"), hair growth abnormal ("hair growth") and headache ("headache"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (bilateral cutterage of fallopian tubes, essure devices removed, and bilateral tubes were reattached). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia and migraine was resolving, the pregnancy with contraceptive device, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, anger, irritability, frustration tolerance decreased, urinary tract infection, rash, urticaria, seroma, the last episode of procedural pain and headache outcome was unknown and the pelvic pain, weight increased, vomiting, cystitis and hair growth abnormal had resolved. The pregnancy outcome was not reported. The reporter considered alopecia, anger, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, frustration tolerance decreased, hair growth abnormal, headache, irritability, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, rash, seroma, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal haemorrhage, vomiting, weight increased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet, new reporter, essure indication, lot number a34124/a34124, concomitant product,new event , abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes , bladder or urinary problems or changes, dental problems, fatigue,hair loss, hormonal changes: anger, irritable, frustrated, infection (bladder/urinary tract/vaginal): urinary tract infection;pregnancy (stillbirth or miscarriage), rashes or skin conditions, weight gain/loss: weight gain, other injury or complication: vomiting, postoperative seroma drainage, pain from the operative site, she had not performed essure confirmation test, bladder infection, hair growth and headache were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.